Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device will not be repaired for the reported condition. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which an overinfusion occurred. It is unknown if an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.